Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited non-capture and was revised. It was further reported that the rv lead dislodged during the revision procedure. The rv lead was re-positioned and remains in use. It was also reported that the rv lead exhibited undefined high impedance when re-connected to the implantable pulse generator (ipg) due to an ipg header issue. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.